Manufacturer narrative:
(B)(4). Event occurred at (B)(6) hospital. The set has been received and the eval is pending. A follow up report with failure investigation results will be submitted once the eval has been completed.

Event description:
The customer reported problems with connecting the primary set to the maxplus clear valve on the maxguard extension set. Reported the pt was in the pre-staging area of the cath lab and when the user connected the primary set to the maxguard extension set, the spin collar on the male luer broke. No pt harm or medical intervention reported. Although requested, no additional pt or event details provided.